Event description:
The customer, a biomed, contacted physio-control to report that their device would intermittently not complete the boot-up cycle. There was no known patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Through the course of investigating the reported issue it was discovered that the date of event was not 02/05/2014 as originally reported by the customer.the customer clarified that the actual date of the event was 12/06/2013.

Manufacturer narrative:
Physio-control examined the removed user interface (ui) pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u2. Both the system controller (sc) pcb and ui to stack flex cable assemblies were ancillary parts and there were no failures with these assemblies.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) pcb and user interface (ui) pcb assemblies as well as the ui to stack flex cable assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.